Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The field engineer (fe) replaced the medical grade power supply (mgps) on the surgeon side console (ssc) to resolve this issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The power supply was analyzed and found the unit functioned as expected, no error 817 or 818 was found in the error logs. The system ran ten power cycles but the reported complaint (error 817 and 818) could not be trigger. The complaint was confirmed based on the field evaluation/failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure that a "console not connected" message occurred. The issue occurred when setting up for the procedure. The intuitive tech support engineer (tse) guided the caller through a hard power cycle and checking the blue fiber cable connections. After the power cycle, the surgeon side console (ssc) would not power back on. The tse guided the staff through checking the breaker on the back of the surgeon side console (ssc), and moving the power cord to a known good outlet. The caller confirmed that the breaker was in the correct position, and that using additional known good outlets did not resolve the issue. The customer elected to end the call and obtain another ssc from a different system. There were no reports of patient involvement.